Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 3 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and the supplies had not been damaged by an outlet port clamp or assist device. The caregiver (cg) stated that the home patient (hp) disconnected during drain 3 to use the restroom and then reconnected. The cg did not know if the hp used proper procedures. The technical service representative (tsr) had the cg cycle the power on the hc to end therapy, and advised the hp to either start over with new supplies or finish with manuals. The cg understood. The hp would complete therapy with manuals. The hc was operational. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.